Event description:
According to the reporter, the device was inserted into pt portal system and the needle tip was captured in the product safety device; however, the needle tip extended past the safety position once captured. No adverse effects to pt or user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.